Event description:
It was reported that the implantable pacemaker recorded signal artefact monitoring (sam) episodes and the minute ventilation (mv) sensor was deactivated. The device also automatically switched to unipolar pacing in the right atrial (ra) lead. Upon review, measurements show the ra lead exhibits pacing impedance greater than 3000 ohms in bipolar sensing and pacing mode, which is high out of range. In unipolar configuration, the pacing impedance shows 400 ohms, which is within normal range. A potential ra lead impairment is suspected by the health care professional (hcp). The ra lead will be kept in unipolar configuration and the patient will be closely monitored. The ra lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that the implantable pacemaker recorded signal artefact monitoring (sam) episodes and the minute ventilation (mv) sensor was deactivated. The device also automatically switched to unipolar pacing in the right atrial (ra) lead. Upon review, measurements show the ra lead exhibits pacing impedance greater than 3000 ohms in bipolar sensing and pacing mode, which is high out of range. In unipolar configuration, the pacing impedance shows 400 ohms, which is within normal range. A potential ra lead impairment is suspected by the health care professional (hcp). The ra lead will be kept in unipolar configuration and the patient will be closely monitored. The ra lead remains in service. No adverse patient effects were reported.